Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle would pop off during the unknown procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: in event description indicates "the needle would pop off" could you please clarify bellow questions: what do you mean by "needle would pop off", did the pull off suture needle occurred or it was just a possibility? Please clarify the needle did pull off of the suture when tightening the suture or at one point just while sewing with little to no pressure. In attached files they mention one box present this issue but in quantity of product involved and event description indicate just one device, please confirm if the issue occurred to one complete box or just one device? This happened with 5 devices within the box upon opening on the same day, the box was then pulled out of circulation and considered defective. Event related to mw # 2210968-2022-08932, mw # 2210968-2022-08935, mw # 2210968-2022-08936, mw # 2210968-2022-08937. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/28/2022. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received one open box with thirty-one unopened samples that pertain to the product code j270h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported in 2210968-2022-08932, 2210968-2022-08934, 2210968-2022-08935, 2210968-2022-08936, & 2210968-2022-08937.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/13/2022. Additional information: h6: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.